Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the lights on the motor drive unit were flickering. The procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 07/09/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly. A review of the device manufacturing records was conducted and the device met all finished goods release criteria. Devide code other: insufficient drive of disposable.